Manufacturer narrative:
(B)(4). Returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and 100ml of blood in the attached waste bag, when received. Inspection of the device revealed that there was a severe shaft kink 71.5cm proximal of the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. The device was removed from the console and the shaft was cut at the kink and it was revealed that the hypotube was broken. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on aug 28, 2018. It was reported the catheter failed to prime. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure in the lower extremity. During preparation outside the patient, the catheter failed to prime. The procedure was completed with another of the same device. There were no patient complications. However, device analysis found a broken hypotube.